Event description:
Customer reported difficulty in pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on how to press the button correctly and decided to replace the pump. The customer confirmed using multiple daily injections as a backup therapy.